Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent a reintervention procedure to treat a type 1b endoleak of a previously implanted medtronic stent graft using a gore® excluder® iliac branch endoprosthesis (ibe) iliac branch component, and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices in the left internal iliac artery. It was reported, an 11 mm x 39 mm vbx device was advanced without resistance to the internal iliac artery. During deployment, for an unknown reason, it appeared that the delivery system balloon was not inflating as expected (even at maximum atm), and the endoprosthesis only partially expanded. The delivery balloon was deflated and reinflated, which successfully expanded the endoprosthesis to the desired diameter. Reportedly, during withdrawal of the delivery catheter, minimal resistance was noticed, however the delivery catheter snapped while inside the patient. The broken catheter was on the guidewire inside the introducer sheath. The decision was made to withdraw the entire system in tandem from the patient. The broken catheter (with the balloon still attached) was removed successfully. Reportedly, up and over access could not be maintained, and therefore unable to balloon the ibe gate. It was reported; the decision was made to end the case and evaluate for endoleaks in 30 days.

Manufacturer narrative:
B20: endoprosthesis remains implanted in patient. Broken delivery catheter was not returned from the facility. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The reported complaint could not be independently confirmed because no product nor images enabling direct assessment of product performance were returned for evaluation. Therefore, an independent assessment of product performance could not be conducted. Therefore, the cause for the reported complaint could not be established with the available information.